Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead. Brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device revision was necessary due to lead migration or dislodgement involving the lead 977a275 5mm compact 1x8 MRI and the implantable neurostimulator 97715 intellis adaptivestim pain. The leads were initially implanted in the cervical spine. The issue was resolved with the placement of new leads that were properly secured in the cervical spine.